Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there was damaged fiber bonding in the outer tube area (distal end) of the subject device and the protector of the video cable section was cut. There was no patient involvement.